Event description:
The reporter alleged discrepant results were obtained on the suspect device device when compared to a lab. The device result reported was >8.0 inr and the lab result reported was 2.4 inr. The results were the same on two different patients. The device was replaced and requested to be returned for evaluation.